Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure a faradrive steerable sheath clear was selected for use. The sheath drew a lot of air into the aspiration syringe. Aspiration was performed three more times, with each attempt drawing in more than 4ml of air into the syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found during visual inspection. Faradrive sheath failed leak testing due to hemostatic valve leak during positive pressure testing and failure to seal vacuum pressure within the device, and a steady flow of air was observed to be drawn into the syringe during aspiration testing. Removal of the handle cap to inspect the internal components found both hemostatic valves to be torn on the inner face by the center slit, resulting in the loss of the device's ability to seal pressure or fluid within the sheath. The reported allegations were confirmed by the analysis results. Updates were made to the d4 unique identifier (UDI) # field.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure a faradrive steerable sheath clear was selected for use. The sheath drew a lot of air into the aspiration syringe. Aspiration was performed three more times, with each attempt drawing in more than 4ml of air into the syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.